Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Patient's mother reported that the cartridge leaked insulin into the insulin pump. No adverse event was reported. The cartridge is not available for return.